Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported they were having trouble connecting to their implant. Pt stated they hadn't used the device for a month and started trying to use it the last 3 days and they couldn't make the programmer connect to their back. During the call, agent walked pt through connecting to their therapy settings. Agent walked pt through adjusting stimulating in group a, b and c. Pt was on group a with the base set at 3.6 and prime 3.5, pt increased the stimulation and pt confirmed they weren't able to feel the stimulation. Pt switched to group c and then pt adjusted the stimulation to 4.1 but mentioned they could not feel the stimulation. Pt switched to group b but when they adjusted stimulation pt confirmed they can't feel the stimulation. Pt then mentioned they fell of their bike and they thought they hit the side where the implant was located. Pt mentioned they fell a couple week ago. Pt mentioned in the beginning the stimulator was at 2.7. The issue was not resolved. The pt was redirected to their healthcare provider to further address the issue.